Event description:
Contact reported that a depuy acromed lumbar cage broke during attempted insertion, resulting in a one-hour extension to the case. Pieces were retrieved from the body with no adverse consequence to the pt. As surgery time was extended an MDR is being filed to document this event.